Manufacturer narrative:
Concomitant medical products: addrl1 lipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unstable, rising, and high thresholds. The rv lead was connected to an alternate port of the patient's device as a backup lead and a new replacement rv lead was implanted and connected to the rv port of the patient's device. It was also reported that the physician attempted to implant an left ventricular (lv) lead, however as the physician used a vein selector to subselect a vessel for the lv lead, the patient's blood pressure and oxygen saturation dropped. It was found a perforation with tamponade had occurred. The lv lead implant attempt was abandoned, a pericardial tap and drain was performed, and the patient was stabilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.